Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter inside a 3000ml exactamix eva tpn bag. This was noted before use of the device. The reporter stated the particulate matter was inside the bag and the port, and looked like ¿drywall or styrofoam.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye and magnification was performed and noted a loose floating white particles were found in the fluid pathway of the bag. The particle sample was analyzed using micro-transform infrared spectroscopy (ftir) and it was determined the particle was consistent with dextrose. The reported issue was verified. The cause of the particulate could not be determined. Should additional relevant information become available, a supplemental report will be submitted.